Manufacturer narrative:
A review of the device history records has been requested. (B)(4). The complaint indicated that the device intra-op requiring a change to the surgical plan and implant size. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported during an unknown surgery on (B)(6) 2019, after surgeon implanted the 2.0mm curvilinear distractor r100 left and was ready for connection with the unknown extension arm it was discovered that the implant was broken. The curvilinear distractor broke just behind the dot for connection. The surgeon have to remove the implant and exchange to a new one. Unfortunately, the same size device was not available. Thus surgeon exchanged it to a curvilinear near distractor r70 right. The surgeon has to be extra careful during the distraction period to follow the movement of the jaw. Surgery was prolonged for unspecified time. It was unknown if there was an adverse consequence to the patient reported. Concomitant device reported: unknown extension arm (part# unknown, lot# unknown, quantity# 1). This report is for one (1) 2.0mm curvilinear distractor r100/left. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: manufacturing location: supplier-isimac machine company / inspected, packaged and released by: monument, release to warehouse date: 05-apr-2018, part number: 04.500.101, 2.0mm curvilinear distractor r100/left, lot number: h519511 (non-sterile), lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria.this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.500.130.13, worm gear assembly curvillinear distractor, lot number: 7892211, lot quantity: (B)(4): work order traveler met all inspection acceptance criteria. Part number: 21017, tialnbri15.00, lot number: 9986, lot quantity: (B)(4).: inspection sheet, incoming inspection raw material, met all inspection acceptance criteria. Part number: 21038, tialnbri2.5, lot number: 6913473, lot quantity: (B)(4)., product traveler met all inspection acceptance criteria. Part number: 43005, l605**ri5.0, lot number: 7465067, lot quantity: (B)(4): lot summary report dated 20-aug-2013 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Part number: 24028, timoabfi70.00x15.00, lot number: 7064196, lot quantity: (B)(4).: product traveler met all inspection acceptance criteria. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. A product investigation was conducted. Visual inspection: visual inspection of the returned device performed at customer quality (cq) confirmed the condition of device breakage, which agrees with the reported complaint condition. The weld that secures the u-joint arm component to the rest of the worm assembly has failed. It was also observed that the plate is broken or was cut intraoperatively and is also bent in several areas. The broken/cut off hole portion of the plate was not returned. The received condition does agree with the complaint description. This complaint is confirmed. Document/specification review: the relevant design drawings were reviewed during this investigation. No product design issues or discrepancies were observed during this investigation. Dimensional inspection: the thickness of the returned plate near location of breakage measured at cq and is within specification per relevant drawing. Dimensional inspection is not applicable for the broken weld feature. Material analysis: certificate of analysis was reviewed and determined to be conforming. Raw material receiving/putaway checklist met all inspection acceptance criteria. Investigation conclusion: a definitive assignable root cause could not be determined based on the provided information. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation and this complaint condition is adequately covered by the risk assessment. No new, unique or different patient harms were identified as a result of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.